Event description:
It was reported that during a rectum procedure, the device stapled but would not cut. Initially, stapling the rectum with the clamp, the clamp did not cut, then forcing it to cut, the clamp cut and a few staples removed. The doctor removed the device with difficulty. The staples went out the clamp. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.